Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reformatted the hard drive and reloaded the system software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed the incorrect pt image. No pt injury was reported.